Event description:
Pacemaker migrated after vest usage. Original pacemaker was incorrectly placed into fatty tissue instead of being secured to muscle tissue. Md attributed event to vest usage, but there was no immediate risk to patient and the pacemaker continued to function normally. Patient and md wished to continue using vest however md felt further vest usage may cause further migration and may lead to damage of pacemaker leads. Surgery was performed in 2002 to reposition and secure pacemaker to muscle tissue.